Event description:
Rptr experienced swelling of feet and hands, muscle fatigue, implant wrinkles with indentation, migraines, ulcers, depression, right arm tingling and numbness, neck and back pain, chest pain to right side of neck, memory problems, joint swelling, pain and stiffness of fingers, neck, shoulders and shoulder blade, muscle fatigue, rashes on neck and chest, breast tenderness, pain, aching, severe fatigue, general aching and stiffness, coldness in hands, fingers and feet, weight loss, ear pain, right implant higher than left, difficulty lying on stomach due to pain, and pain and faitgue in upper body. (Same rptr referred to in 1002026.)